Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range shock lead impedance measurements, measuring less than 200 ohms on the right ventricular (rv) channel and a lead safety switch (lss) was triggered. The electrogram (egm) showed noise with isometrics. It was suspected that there could be insulation breach. Technical services (ts) reviewed and stated to have the patient to be seen in clinic for lead evaluation and adjust sensitivity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low out of range pace lead impedance measurements, measuring less than 200 ohms on the right ventricular (rv) channel and a lead safety switch (lss) was triggered. The electrogram (egm) showed noise with isometrics. It was suspected that there could be insulation breach. Technical services (ts) reviewed and stated to have the patient to be seen in clinic for lead evaluation and adjust sensitivity. This device remains in service. No adverse patient effects were reported.